Event description:
It was reported via repair work order that the insulation was missing at the connector on the auxilliary power cord wires. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the insulation was missing at the connector on the auxilliary power cord wires. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with revised conclusion. Customer only requested a preventive maintenance evaluation be performed.